Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that before dinner, the patient calibrated his dexcom to 133 mg/dl (using bg meter), gave 3 units of rapid acting insulin and ate a good dinner with maybe 60 grams of carbohydrates. Patient's bg level was 51 mg/dl and falling. Patient was moments away from losing consciousness. Patient's doctor recalibrated the device to the lower sugar level, but it did not seem to register the changes in the patient's blood sugar. Additionally, patient that the inaccuracies seem to occur whenever the patient takes victoza medication

Manufacturer narrative:
(B)(4).

Event description:
Patient's doctor contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient and patient's doctor was at dinner together. Shortly after, the patient began to sweat and became increasingly incoherent. Patient's doctor treated the patient with simple carbs, but could not remember if it was cake or ice cream. Patient did not require any further attention after that. It was reported that at the time of the event, the cgm displayed a value of 83mg/dl and the bg meter displayed 51mg/dl. At the time of contact, patient was in good condition. No additional event information was provided.